Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implants 385cc and suffered several unexplained systemic symptoms, including panic attacks, ¿sick to stomach¿ feeling, exhaustion, achy joints and muscles, blurry vision, fluttering in ear, brain fog, memory loss, weight gain, night sweats, anxiety, hair loss, temperature intolerance, dry skin, mood swings, decreased libido, inflammation, ibs, and breast pain. The patient also reported an infection, necrosis, and device extrusion on the right side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).